Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went to blank display when he changed the battery, received a battery out limit alarm and he was being prompt to change time and date. The customer's blood glucose was 157 mg/dl at the time of incident. The customer mentioned that the insulin pump was dropped but was not exposed to moisture. The customer stated that there were no signs of damage. The customer stated that the batteries were not out of the insulin pump greater than duration allowed. The customer also stated that the battery compartment and spring were not damaged nor corroded. The customer was also advised to disconnect from the insulin pump. Troubleshooting did not occur. The battery cap will be replaced. The insulin pump will not be returned for analysis.